Event description:
It was reported that a chest x-ray and echocardiogram suggested lead perforation through the right ventricular (rv) resulting in a small pericardial effusion to the patient. It was also reported that there was an increase in pacing threshold, loss of capture and a decrease in sensing values on the rv lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted. The outer insulation had a cosmetic environmental stress crack. Apparent explant damage was also noted.